Event description:
It was reported that dr implanted a hip (bipolar) with a c-taper head rather than v40) accolade stem). Surgery took place on sunday morning and circulating nurse retrieved incorrect head and doctor implanted. Rep found out on wednesday feb 3 in afternoon and immediately contacted surgeon to notify and explain potential for disassociation of implant stem from head. Mistake was discovered when inventory was replaced from shipment. He stated pt is elderly and currently non-ambulatory and he would evaluate accordingly.

Manufacturer narrative:
Device history record and packaging insert reviewed. Summary of eval: the results of the investigation concluded that the surgeon failed to follow the user instructions and implanted the incorrect taper head on the trunion of the stem. The reported device was not returned as it remained implanted. If device or additional info becomes available, will be submitted in a supplemental report.